Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 5.5x60mm supera self-expanding stent system (sess) was advanced to the target lesion. The deployment mechanism was unlocked and the thumbslide was pushed all the way to release the stent; however, stent failed to become completely released. Therefore, the physician ultimately was able to release the stent by twisting the handle and deployment system while simultaneously moving the thumbslide. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interactions with the anatomy and/or other devices resulted in the device becoming bent preventing the shaft lumens from moving freely; thus resulting in the reported difficult or delayed activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.